Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify the statement regarding the device not working, they reported the patient had tingling. The cause was unknown. They had no contact with the patient since (B)(6) 2024. It is unknown if the issue was resolved. It is unknown if the issue with the wire moving was resolved the cause of the communicator not powering on was unknown. They will have the manufacturer representative (rep) call the patient.

Manufacturer narrative:
Continuation of d10: product ID tm90q0 serial# unknown product type accessory product ID 978b128 lot# va2pjxs implanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the device was not working at all. They stated that their bladder prolapsed and it was super to begin with and then all of a sudden it was like the wire had moved in somewhere else and now it doesn't even work. The patient said that it hurt because it was just barely under the skin. They also mentioned that they had to go to the bathroom immediately and can't make it anywhere. The patient was now using more than 2 pads, because when they stand up it runs out because their bladder was not where it should be and they can't hold it inside. The agent offered the caller assistance with changing programs and connecting to the ins, but the caller was having difficulty using the equipment so they didn't want to use the equipment. The caller stated that the communicator was not turning on even though they charged the device last night and check the communicator to ensure that it was working. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that they had called multiple times in the past.